Event description:
The report indicated that an altitude alarm was declared by the pump. As a result, the customer's blood glucose level reached 328 mg/dl. The customer opted to give themselves a correction injection and did not seek third-party assistance. The customer was advised to gently clean the pump's speaker holes and check the cartridge. After following these instructions, the pump returned to normal operation and the alarm did not recur. Suggestions to prevent future altitude alarms were provided and acknowledged by the customer.